Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient developed a hematoma at their impella 5.5 access site during support. The patient was taken to the operating room for a washout to treat the condition. Support was continued with the implanted pump following the intervention.